Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had high impedances. The patient underwent a lead revision procedure. No product was added or removed. The patent was doing well postoperatively.